Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in early sensor removal.

Manufacturer narrative:
The sensor's in vitro qc was inconclusive due to the damaged hydrogel when the RMA was received in-house. However, the investigation confirmed the customer's complaint via sensor's in-vivo data review. The root cause of the failure was likely to be delamination of the photodiodes from the epoxy bonding in the sensor. The investigation shows that the system correctly disabled the sensor due to performance failure (low overall glucose signals leading to msp) and the system's self-test functions are working normally. The sensor retired outside of the replacement policy period, thus the RMA was issued for return of the sensor only. The user was advised to confirm their blood glucose with a blood glucose meter until a new sensor is inserted. D4. Updated additional device information. D6a. Implanted date updated to on (B)(6) 2022. H3. Device evaluated by manufacturer? Yes. H4. Device manufacturer date updated to 03 may 2021. H6. Type of investigation updated to 10. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.